Event description:
It was reported that prior to starting a da vinci si surgical procedure, the wires at the tip of a maryland bipolar forceps instrument were broken. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported failure mode. The drive cables and conductor wires were not broken or damaged at the distal end of the instrument. Electrical continuity testing was performed and passed. The grips could open/close when inputs were manually rotated. Additional observations not reported by the site were bent grips and tube damage. One grip was bent, causing a side to side misalignment of the grips. There was a .030 offset at the instrument's tips. The bent grip had separation of the yaw pulley and pulley cover at the glue joint, indicating overloading at the tip. The distal end of the main tube had various scratch marks with light material removal. The scratches were .100 - .200 in length and not aligned with the tube axis. Engineering concluded the damage may have been caused by mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removal , found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.